Event description:
The following was reported: "the morcellator shows an error (error 11). It is impossible to make it work" no negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).